Event description:
It has been reported to philips that the allura c-arm would not angulate cranially nor caudally. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the c-arm of the system was not able to perform cranial and caudal movements and system is giving stand movements partially available message. Review of the system log file confirmed that malfunctioning of clea2 hw. Upon further inspection, the fse replaced the amc triple servo drive hp-lp-lp and spc1 and 2 but issue is not solved. Later the fse installed new clea2 c-arc rotation motor. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.